Event description:
The customer reported that during daily op/shift check, an external paddle test failure was displayed. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.